Manufacturer narrative:
"Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges incarceration of the bowel and explant of the bard/davol ventralex. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was conducted. Product was manufactured to specification with no anomalies. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008:the patient underwent repair of an incarcerated ventral hernia. A bard/davol ventralex mesh was implanted in the patient during this repair. On (b)6) 2018: the patient underwent surgery to remove the failed bard/davol ventralex mesh upon inspection, the doctor noted that the patient has "incarcerated omentum in an obvious umbilical hernia that was recurrent with the mesh being loose and out of place at the lateral margin and the inferior margin with the omentum going up from the inferior aspect." The doctor ultimately removed the mesh "in toto". The patient suffered injuries and damages. The bard/ davol ventralex mesh is defective. The patient's attorney that the ventralex mesh implanted in the patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to the patient. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.